Event description:
A 61-year-old male with severe non-ischemic cardiomyopathy (ef 10¿15%) presented in cardiogenic shock and underwent impella 5.5 implantation via the right axillary artery without immediate procedural complications. Within 24 hours of implantation, the patient developed significant bleeding at the insertion site, requiring return to the operating room on (B)(6) 2025 for surgical exploration and transfusion. Bleeding improved, but recurrent oozing occurred on (B)(6) 2025, prompting temporary cessation of bivalirudin. During his ICU course, the patient developed frequent premature ventricular contractions. Echocardiography showed the impella positioned deeply in the left ventricle (~6 cm). The device was repositioned, resulting in resolution of arrhythmias and suction events. Subsequently, brown drainage and local inflammatory changes were noted at the axillary site. The patient underwent surgical washout on (B)(6) 2025, and a wound vac was applied. Empiric antibiotics were initiated for suspected infection. All blood and wound cultures remained negative. The patient was later determined not to be a candidate for advanced therapies. His condition progressively declined despite ongoing device support. After goals-of-care discussions, life-sustaining treatments were withdrawn, and the patient died with the impella 5.5 in place.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.